Event description:
The customer reported the ventilator is giving oxygen not available message. The customer reported the unit was not in use on pt.

Manufacturer narrative:
Pr#: (B)(4).

Manufacturer narrative:
Event date: (B)(6) 2014. Conclusion / root cause: the gas delivery system assembly was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator is giving oxygen not available message. The customer reported the unit was not in use on patient.